Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A manager reported, the laser presented a camera issue and an energy message during refractive treatment. The procedure was completed without impact.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. During an onsite visit the field service engineer (fse) replaced video cable, aligned laser and performed calibration. The root cause can not be determined. Most possible root cause for the camera issue could be a faulty video cable. The root cause for internal energy too high is need of energy calibration. The manufacturer internal reference number is: (B)(4).